Event description:
A caller reported a cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level. The caller successfully loaded a new cartridge using the correct technique and was able to resume insulin therapy, resolving the issue without further complications.